Manufacturer narrative:
Absence of pt identifiers and laser system did not allow for investigation of device, on which the surgical case was done. In the absence of pt clinical records, a review of the possible non product factors that may have contributed to the reported post prk experience could not be done. Based on available information provided via medwatch report, root cause assessment could not be done. (B)(4).

Event description:
Voluntary medwatch (B)(4) rec'd, in which pt reported vision related issues post prk surgery on the left eye: distortions in vision, impaired vision quality, painful to see the computer for more than a few minutes, halos around lights, and ghosting. Pt also noted that the eyes ache and hurt, and can lead to headaches. The right eye of the same pt was reported under manufacturer report #3003288808-2011-00015.